Event description:
Arterial blood pressure very high (220's) during surgery. Medical therapy begun. When blood pressure re-zeroed, blood pressure zero came to 150 and real arterial blood pressure was in 40's. Problem reoccurred and was resolved by replacement of arterial blood pressure cable to monitor. Biomedical electronics tested cable with another transducer simular set at 100. The monitor reading dropped to 94.